Manufacturer narrative:
Patient identifier & ethnicity: no information was provided. Product lot number was not provided. Expiration date and manufacture date cannot be determined without a lot number. The sample was not returned for evaluation and a lot number was not provided. The customer reported the dressing was exposed to moisture via diaphoresis and bathing/showering during wear. The reported fungal infection could have been promoted by the persistently high moisture levels under the dressing. The IFU for tegaderm chg dressings states "tegaderm chg gel pad is not designed to absorb large quantities of blood or fluid."

Event description:
A nurse alleged that a male outpatient developed a fungal rash/infection on the left inner arm under a 3m¿ tegaderm¿ chg chlorhexidine gluconate i.v. Securement dressing. The dressing was used to protect a brachial PICC line inserted for antibiotic administration. The nurse was unsure if skin preparation was conducted prior to dressing application. The rash/infection occurred within 24 hours of dressing application. The dressing was exposed to moisture via diaphoresis and bathing/showering during wear. The catheter was stabilized with stat-lock®. Diflucan, oral, was prescribed for the rash. The catheter remained in place. The patient reportedly had no pre-existing skin conditions or allergies to chlorhexidine gluconate or medical adhesives.